Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider cross checked the led direct current (dc) driver printed circuit board, confirmed the pcb was defective and it was replaced.

Event description:
It was reported that when operated on battery the ventilator display was blank. There was no patient involvement.